Event description:
Complainant alleged that during biomed testing the device failed self-test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty solder joint on the pace/defib engine board. Analysis of reports of this type has not identified an increase in trend.